Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent modified sling urethropexy and posterior repair with perineorrhaphy due to recurrent sui, symptomatic rectocele/perineocele, intrinsic sphincter deficiency and pelvic relaxation. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent cystoscopy and hydrodistention on (B)(6) 2011 due to urgency frequency and pain.